Event description:
Consumer reported complaint for high blood glucose test results and meter error messages (e-5 and e-3). The customer called concerned with test results from results obtained of 262, 281, 200, 199 and 222 mg/dl. The customer stated his expected fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 08/31/2027 and per the customer the open vial date is 1 week. The meter memory was reviewed for previous test result history (date/time not set): result 1: 262 mg/dl date: (B)(6) 2026, time: 10:00am fasting; result 2: 281 mg/dl date: (B)(6) 2026, time: 12:00pm not sure; result 3: 200 mg/dl date: (B)(6) 2026, time: 6:00pm not sure; result 4: 199 mg/dl date: (B)(6) 2026, time: 7:21am fasting; result 5 :222 mg/dl date: (B)(6) 2026, time: 10:37am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 15-jun-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.